Event description:
The dealer reported that the chair frame was bent at the cane receiver. This issue could cause product instability and the potential for the chair to not maintain its intended weight bearing status, causing the user to fall out of the chair.